Event description:
It was reported by the patient that they had a sparc sling implanted previously during a vaginal hysterectomy, details not provided. In early 2011, the patient began to experience dyspareunia. Through examination vaginal atrophy was diagnosed and the physician was able to palpate the sling at the location of the patient's pain. The patient was prescribed estrogen cream with no resolution of symptoms. After a few months of using the estrogen cream, the patient saw another urologist and a cystoscopy was performed and there was no erosion into the bladder. The physician decided that it was reasonable to surgically remove the sling in hopes of relieving the dyspareunia. The physician was able to get the sling partially removed however, the patient indicated that she was told the entire sling was removed. A few years later, it was found that the right side of the sling was not completely removed and here was no resolution of the pain. In 2013, the patient saw another urogynecologist who was able to palpate the sling where the pain was and another cystoscopy was performed which was normal. They physician recommended the patient use estrace rather then the cream she was using. As of 2013, the patient has been experiencing pelvic pain that is radiating to her legs and peroneal area. She was seen by a physician again who repeated a cystoscopy which was normal however, the physician could not feel the sling anymore so an ultrasound was ordered. A piece of the sling could be seen located on the right side of the vaginal wall. The physician stated that it looked like it had "involuted" and the edges were very rough looking. The patient went back to her physician who said it was reasonable to have surgery but that she felt the sling was most likely not the cause of her pain. The patient did not wish to move forward with another surgery, instead she opted to have physical therapy for the pelvic pain. After four therapy sessions the patient indicated that she has had some resolution of pain at times but it returns by the next day and she has also been getting sharp pain in her right hip. The patient indicated that she takes aleve at night to sleep due to the pain. She is going to continue with physical therapy for as long as the therapist feels progress is being made. No additional patient complications have been reported in relation to this event.